Manufacturer narrative:
Device will not be returned for analysis.

Event description:
It was reported that the 12.5mm x 18cm ambicor penile prosthesis eroded through the urethra at the meatus. The ambicor was removed to allow the erosion to heal. No new device was implanted. No further patient complications were reported in relation with this event.